Manufacturer narrative:
(B)(4). Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. According to the IFU, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. The date of event was used as (B)(6) 2013 - the date of the type ii endoleak.

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 60mm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. The patient tolerated the procedure without any complications or reported endoleaks. On (B)(6) 2013, computed tomography with contrast determined a type ii endoleak, with no reported aneurysm enlargement. The physician reported that the endoleak has not resolved and no source was identified. The type ii endoleak was not considered related to the device or procedure and physician chose to supervise the patient with clinical monitoring. On (B)(6) 2014, the follow up computed tomography with contrast determined a type ii endoleak with aneurysm enlargement to 61mm. The physician decided to monitor the patient. From (B)(6) 2017 to (B)(6) 2017, the patient was hospitalized due to "for being taken care of" due to anemia in the context of a type I endoleak with abdominal aneurysm enlargement up to 80 mm without signs of rupture. On (B)(6) 2017, the follow up computed tomography with contrast revealed that the aneurysm size was 70mm. The physician decided to monitor the patient. It was reported that on (B)(6) 2017, the patient underwent the transfusion procedure and discharged from the hospital on (B)(6) 2017. Reportedly, the patient has not attended follow up appointment on (B)(6) 2017. The patient expired in (B)(6) 2017 (exact date unknown) due to complications like psychiatric decompensation, dementia, sliding syndrome unrelated to the device.